Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned an (B)(6) female patient. Medical history included coronary heart disease, peripheral neuropathy, deafness, diabetic nephropathy, proteinuria and fundus hemorrhage. She did not have any previous drug adverse reaction and family history. Concomitant medications included acarbose for diabetes mellitus. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injections (humalog mix 50, 100 u/ml), from cartridge via a reusable pen (humapen ergo ii), twice daily (22 u each morning and 12 u in night) subcutaneously for the treatment of diabetes mellitus, beginning on (B)(6) 2017. On (B)(6) 2018, 323 days after starting insulin lispro protamine suspension 50%/insulin lispro 50% treatment, she had not injected sufficient insulin lispro protamine suspension 50%/insulin lispro 50% due to the failure of the injection pen (pc number: 4425670; lot number: 1610d03). On (B)(6) 2018, she did not administer insulin lispro protamine suspension 50%/insulin lispro 50%. On an unknown date, she had high blood sugar and her postprandial blood glucose was 20-30 (unit and reference range were not provided). The injection button could not be pressed and she felt painful when it was pressed. Also, she experienced ketoacidosis and she was hospitalized due to it. Her insulin lispro protamine suspension 50%/insulin lispro 50% dose was 22 iu thrice daily. She did not recover from the event of diabetic ketoacidosis. Information regarding corrective treatment and outcome of the remaining events was not provided. Insulin lispro protamine suspension 50%/insulin lispro 50% treatment was stopped on an unknown date due to unknown reason and it was not known if restarted after discontinuation. Follow up was not possible as the reporter refused to be followed up via phone and physician contact details were not provided. The patient was the operator of the device and her training status was not provided. The humapen ergo ii model and suspect humapen ergo ii duration of use was 323 days since started on (B)(6) 2017. The action taken with suspect device and its return status were not provided. The reporting consumer did not know if the events were related to insulin lispro protamine suspension 50%/insulin lispro 50% treatment and did not provide the relatedness assessment between the events and humapen ergo ii device. Update 09-aug-2018: additional information was received from initial reporter on 06-aug-2018. This case was upgraded to serious as the event of blood glucose high was updated to serious event of diabetic ketoacidosis. Added additional dosage regimen with new dose and frequency for insulin lispro protamine suspension 50%/insulin lispro 50% and populated EU/ca field. Updated the outcome, description as reported and as coded for the event of diabetic ketoacidosis, description as reported for the events of accidental underdose and missed dose. Upon review of the information, added device age for humapen ergo ii. Updated the narrative with new information. Edit 10aug2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
No further follow-up is planned. Evaluation summary: a female patient reported that the injection button of her humapen ergo ii device could not be pressed and the injection screw did not move. The patient experienced diabetic ketoacidosis. The device was not returned to the manufacturer for investigation (batch number 1610d03, manufactured october 2016). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to pen jam or dose accuracy issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned an 80-year-old han female patient. Medical history included coronary heart disease, peripheral neuropathy, deafness, diabetic nephropathy, proteinuria and fundus hemorrhage. She did not have any previous drug adverse reaction and family history. Concomitant medications included acarbose for diabetes mellitus. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injections (humalog mix 50, 100u/ml), from cartridge via a reusable pen (humapen ergo ii), twice daily (22 u each morning and 12 u in night) subcutaneously for the treatment of diabetes mellitus, beginning on (B)(6) 2017. On (B)(6) 2018, 323 days after starting insulin lispro protamine suspension 50%/insulin lispro 50% treatment, she had not injected sufficient insulin lispro protamine suspension 50%/insulin lispro 50% due to the failure of the injection pen (pc number: (B)(4) ; lot number: 1610d03). On (B)(6) 2018, she did not administered insulin lispro protamine suspension 50%/insulin lispro 50%. On an unknown date, she had high blood sugar and her postprandial blood glucose was 20-30 (unit and reference range were not provided). The injection button could not be pressed and she felt painful when it was pressed. Also, she experienced ketoacidosis and she was hospitalized due to it. Her insulin lispro protamine suspension 50%/insulin lispro 50% dose was 22 iu thrice daily. She did not recover from the event of diabetic ketoacidosis. Information regarding corrective treatment and outcome of the remaining events was not provided. Insulin lispro protamine suspension 50%/insulin lispro 50% treatment was stopped on an unknown date due to unknown reason and it was not known if restarted after discontinuation. Follow up was not possible as the reporter refused to be followed up via phone and physician contact details were not provided. The patient was the operator of the device and her training status was not provided. The humapen ergo ii model and suspect humapen ergo ii duration of use was 323 days since started on(B)(6) 2017. The suspect humapen ergo ii device associated with product complaint (B)(4) was not returned to the manufacturer. The reporting consumer did not know if the events were related to insulin lispro protamine suspension 50%/insulin lispro 50% treatment and did not provide the relatedness assessment between the events and humapen ergo ii device. Update 09-aug-2018: additional information was received from initial reporter on 06-aug-2018. This case was upgraded to serious as the event of blood glucose high was updated to serious event of diabetic ketoacidosis. Added additional dosage regimen with new dose and frequency for insulin lispro protamine suspension 50%/insulin lispro 50% and populated EU/ca field. Updated the outcome, description as reported and as coded for the event of diabetic ketoacidosis, description as reported for the events of accidental underdose and missed dose. Upon review of the information, added device age for humapen ergo ii. Updated the narrative with new information. Edit 10aug2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 17aug2018: additional information received on 15aug2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information. Added date of manufacturer for the suspect humapen ergo ii device, associated with product complaint 4425670, which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.